Event description:
Boston scientific received information that during post operative check the right atrial pacing thresholds appeared high and there was reduced p wave sensing. A possible right atrial lead dislodgement was suspected. The device was reprogrammed at this time and another follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.